Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl. The cause of the high bg was unknown. A bolus was delivered to address bg level. At the time of the report with tandem technical support (cts), the customer¿s bg began to lower. The customer declined further troubleshooting with cts.

Manufacturer narrative:
Device not returned.